Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2011. It was reported that the pt lost stimulation following a near fall. Initial efforts to recapture effective stimulation via reprogramming yielded limited success. An x-ray revealed that the pt's lead had migrated. The pt was reprogrammed and is now said to be receiving adequate therapy from 4 of his 6 set programs. As such, there are no plans for surgical intervention at this time.